Manufacturer narrative:
(B)(4).

Event description:
Received info, the right occipital lead was transected during cervical fusion revision surgery. Fluoroscopy was done and the transection clearly showed. The lead was removed and replaced. The pt suffered no injury and recovered without sequela.